Event description:
On (B)(6), the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2015 with the following findings: there was a pump reboot observed in the black box history. The pump powered on with the returned battery cap and was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. The battery cap measured within specifications. The pump case was removed and there was no evidence of moisture or loose components inside. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.